Event description:
A customer contacted beckman coulter inc., (bec) and reported the primary needle of the coulter lh 750 hematology analyzer was spraying clear fluid before aspiration. The operator was wearing a lab coat, gloves, and goggles at the time of the event. There was no exposure to mucous membrane or open wounds. No medical attention was sought. The material safety data sheet (msds) was not reviewed; however, it is readily available on the bec website. There is an exposure control/risk management plan in place at the facility. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012. The fse found the bellows was not draining properly due to a broken actuator mount for pinch valve (pv57). The fse replaced the broken pv57 actuator mount and ran multiple cycles. The bellows drained properly, no leaking was observed, and no further issues were noted. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The root cause of the leak is attributed to a broken actuator mount for pv57. (B)(4).